Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and saw that the system displayed a ¿low load¿ error message during startup, which resolved after a system restart. The fse identified that the generator power supply was unstable and recommended that the customer would monitor the hospital¿s mains supply for fluctuations. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.